Manufacturer narrative:
The customer replied that there weren't any pumps out of operation and they emailed biomed and they did not have any pumps out of operation at this time-all pumps are available for usage. No one have any report of this event, and no repair on the pump was done to their knowledge.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed "fiberoptic sensor module failure". It is unknown if this event occurred during use or prior to use on a patient; however, the iabp was successfully switched for another cardiosave without problems to continue therapy. There was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed "fiberoptic sensor module failure". It is unknown if this event occurred during use or prior to use on a patient; however, the iabp was successfully switched for another cardiosave without problems to continue therapy. There was no adverse event reported.